Event description:
Contact reported that a spiral fusion pt had a delayed union. A revision was performed and when the doctor opened the pt, he noted that a pedicle screw was broken. The broken screw was removed and returned for evaluation. As surgical intervention occurred an MDR is being filed to document this event.